Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a problem loading the device in which the load did not align. The stapler was not able to fire and along with that the surgeon was not able to squeeze the handle during a laparoscopic sleeve procedure. Another device was used to complete the procedure.